Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that they had reservoir leak. The customer¿s blood glucose level was 533 mg/dl at the time of the incident. The customer¿s mother reported there was a hospitalization event with this high blood glucose reading. The incident occurred while the customer was asleep. After troubleshooting, customer was advised the reservoir will be replaced. The reservoir is expected to be returned for analysis.